Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that myocardial infarction and stent thrombosis occurred. The target lesion was located in the right coronary artery (rca) and was treated with the implantation of a 4.0 synergy stent. The patient experienced an acute myocardial infarction and a ton of clot was noted. They went back in an ballooned the previously implanted stent to up over a 5. No further patient complications were reported and the patient's status was fine.